Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade ii (left breast) and iii (right breast) capsular contracture and bilateral breast ptosis by a medical professional. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. Furthermore, during the surgery, bilaterally ruptured implants and a calcified right breast capsule were discovered. There were no reported procedural delays or patient harms/consequences due to the findings. The date of implantation was provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).